Event description:
A report was received that the patient underwent an explant procedure due to infection at the pocket site. Symptoms include swelling, redness, and oozing. The patient was given intravenous antibiotics. The physician believed that the infection was procedure related. The patient was doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm model #: sc-4316, lot #: 15510924, description: clik anchor. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient underwent an explant procedure due to infection at the pocket site. Symptoms include swelling, redness, and oozing. The patient was given intravenous antibiotics. The physician believed that the infection was procedure related. The patient was doing well following the procedure.